Manufacturer narrative:
Investigation summary: received one used 22ga bd nexiva IV catheter system single port unit within an undamaged opened package from lot 9081847, which consisted of 2 portions: portion 1 was the catheter/adapter and extension line assemblies with the vent plug intact on the port (luer) and the pinch clamp disengaged. Portion 2 was the needle/grip assembly that had the needle fully disengaged and pulled back with the tip secured within the tip shield. There were traces of dried media present throughout the unit. Microscopic evaluation revealed a scratch and two cuts in the catheter tubing wall near the nose of the winged adapter (stabilization platform). The scratch was to the inner wall and the cuts had a ¿v¿ shape characteristic, indicative of a base spear through. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual/microscopic evaluation: microscopic evaluation revealed an internal scratch and two needle shaped holes that indicate attempts of re-catheterization by the user. Spear-through defect, when created by the manufacturing, yields a very visible space between cannula and catheter. This space would make it impossible to catheterize the patient. Traces of patient blood and/or infusate inside the catheter on the returned sample indicate that the patient was catheterized, hence providing another confirmation that the spear-through most likely occurred due to potential misuse of the device. Water/air leak test: removed the vent plug in preparation for testing. Attached the iso standard testing slip luer to the end of the port/luer and performed the leak test. Leakage was observed from the area of the scratch and cuts in the catheter tubing wall; therefore, confirming the reported defect of needle through catheter as described in the event description. Conclusion: user. Nature of the reported defect indicates that the device was most likely misused.

Event description:
It has been reported that one bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) has been found with the needle piercing through the catheter during use. The following has been provided by the initial reporter: it was reported that the nurse was attempting to place IV on adult male patient and IV needle sheared the catheter upon entry into the vein of patient. (B)(6) 2019: nurse attempting to place IV on adult male patient and IV needle sheared the catheter upon entry into the vein of patient. IV removed and bleeding occluded. Patient had to be stuck again to insert another IV. There was no specific injury to the adult patient from the IV, but this event did require the patient to be stuck a second time to insert an IV. Additional information about the IV catheter provided below. The catheter was retained for investigation. IV catheter information: gauge: 22g, length: 1 inch, type: nexiva, ref #: 383512, lot #: 9081847 and expiration date: 2022-02-28.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) has been found with the needle piercing through the catheter during use. The following has been provided by the initial reporter: it was reported that the nurse was attempting to place IV on adult male patient and IV needle sheared the catheter upon entry into the vein of patient. On (B)(6) 2019: nurse attempting to place IV on adult male patient and IV needle sheared the catheter upon entry into the vein of patient. IV removed and bleeding occluded. Patient had to be stuck again to insert another IV. There was no specific injury to the adult patient from the IV, but this event did require the patient to be stuck a second time to insert an IV. Additional information about the IV catheter provided below. The catheter was retained for investigation. IV catheter information: gauge: 22g. Length: 1 inch. Type: nexiva. Ref #: 383512. Lot #: 9081847. Expiration date: 2022-02-28.